Manufacturer narrative:
All available information was investigated, and the reported audible noise was confirmed via returned device analysis. Additionally, material separation (screw), unable to curve, and unable to straighten were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported audible noise, observed unable to curve, and unable to straighten were cascading events of the loose screw. An exception was initiated for this incident to further investigate the reported loose screw. The exception investigation evaluated the reported issue, and the manufacturing engineering determined the loose screw likely resulted from human error of an individual during the manufacturing process. Regarding this issue, abbott will be implementing improvements in manufacturing to reduce variability in the manufacturing process. Abbott will continue to trend the performance of these devices. Additionally, abbott has controls in place to mitigate the occurrence of the observed loose screw, which include 100% inspection of all finished goods.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report material separation and a device that is unable to be straightened. It was reported that while unboxing a steerable guide catheter during device prep of a mitraclip procedure, a rolling noise was heard coming from inside the device. Subsequently, the clip was not used and the procedure was completed without reported complication. There was no clinically significant delay in the procedure and no patient involvement. The device was returned for analysis. It was found that the toggle pinion gear could be easily removed from the shaft as the set screw was not in place and the knob was rotated in the "-" direction to straighten the distal tip and the tip could not be straightened. No additional information was provided.